Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure with ports placed, the customer contacted intuitive surgical, inc. (Isi) technical support and informed the isi technical support engineer (tse) that error 307 occurred. After the customer power cycled the system, repeated non-recoverable error 297 occurred. The tse reviewed the error logs and confirmed repeated error 297 and 45245 pointing to the video slice (vsl) 2. The tse had the customer perform hard power cycle the vision side cart (vsc), but the issue persisted. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system with no abnormality. However, error 297 occurred suddenly with abnormal image. The procedure was aborted since error 297 and 45245 could not be resolved by rebooting the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint of repeated non-recoverable error 297 pointing to video slice (vsl) 2. The fse replaced vsl. The system was tested and verified as ready for use. Isi received the vsl involved with this complaint, but have not completed the device evaluation. A follow-up MDR will be submitted once failure analysis completes the device evaluation. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for system (B)(4) for the reported procedure date ((B)(6) 2022) was conducted by isi technical support when the customer called for support and by the field service engineer (fse) while investigating onsite. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure. Additional log reviews could not be performed to verify the name of the procedure due to the procedure was aborted prior to starting. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being aborted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the video slice (vsl) involved with this complaint and completed the device evaluation. Failure analysis confirmed, but did not replicate the reported complaint. The vsl was tested on printed circuit assembly (pca), and error 45425 and 48250 were confirmed on video blend lane (vbl) 3 and vbl 4. The root cause of the failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.